Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir. The customer stated the air bubbles were smaller than a quarter of an inch in size. Customer stated they did not rewind with the reservoir in place to create air bubbles. The customer also reported they did not store their insulin at room temperature. The customer was advised to monitor their blood glucose. Customer stated they would change their reservoir if necessary. No additional information provided.